Manufacturer narrative:
Exact date unknown, event occurred months before the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the stimulation was causing pain when the patient turns it on. The patient underwent an explant procedure. All device components were removed and will not be returned.